Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron clinical system generated random erroneous creatinine results. Customer reported that twice in the past month two assays on the dxc, gamma-glutamyl transpeptidase and lipase, showed quality control (qc) shifts along with patient comparison variability between lots after the lots had been in use for some time . Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the creatinine module and the modular chemistry sample probe.